Manufacturer narrative:
E1: initial reporter phone no. - (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had downstream occlusion detected in a very low number during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
G4: combination product. H11: the device was received for evaluation. During evaluation, the reported problem of "downstream occlusion!" Was not reproduced. A review of the event history log (ehl) revealed multiple 'downstream occlusion alarm' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream sensor was out of specification. The downstream sensor will be calibrated to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.